Manufacturer narrative:
Update: examination of the returned instrument confirmed one of the four tines broke off. In a previous investigation, the root cause was attributed to the supplier's manufacturing process; the teeth are shifted 0.3 mm from the normal axes of symmetry of the instrument body. A preliminary risk assessment was conducted on july 15, 2013 and determined no patient risk and found the mating products still functioned as intended, documented in dva-108197-pra via eco-435682 completed on september 9, 2013. The supplier initiated (B)(4) on (B)(4) 2013 to document the root causes and corrective actions being initiated. Depuy (B)(4) was initiated on (B)(4) 2013 to document all information related to this issue. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
One of the tabs on the driver broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.